Event description:
Edwards clinical affairs learned of a global valve in valve (viv) registry while attending a tvt presentation which identified 115 edwards valves, model numbers unknown, treated with tavr (valve in valve replacement) because of stenosis, regurgitation or stenosis with regurgitation. This study took place in approximately 30 hospitals in (B)(6) with valves from 4 different manufacturers, and there was no patient level data presented.

Manufacturer narrative:
Transcatheter valve implantation inside a degenerated bioprosthetic valve (subject device) is a less-invasive alternative approach. The aim of this registry evaluation was to examine the efficacy and safety of the viv approach in the aortic position in a large group of patients and to evaluate clinical results according to the bioprosthetic mode of failure. No patient level details or information was provided during the presentation. Moreover, there were no model or lot numbers provided therefore, it is unknown if these valve are commercially available in the us. Also, it is possible that some of these events may have already been reported as mdrs.